Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, fluoroscopy revealed that the right ventricular (rv) lead was advancing in an abnormal direction, and contrast injection confirmed a cardiac perforation, suspected to be at the innominate vein. The patient was initially managed with observation. Subsequently, drainage was performed. The patient was in stable condition.